Event description:
A power source alert was reported by the caller, who experienced the issue while using a tandem charging cable and wall adapter. No adverse impact to the customer's blood glucose level was reported, as the caller declined to answer about exceeding specific glucose levels. After attempting to leave the wall adapter plugged in for at least 30 consecutive minutes, the pump began charging, and no further assistance was required.